Manufacturer narrative:
The company service representative, examined the microscope. And was able to confirm, the reported event of dirty optics. The company service representative cleaned the optics to resolve the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the design of the microscope (halogen). The root cause of the posterior capsule rupture/tear is likely, the result of surgeon technique and/or the surgeon not confirming, the optics were clean prior to surgery. Although, this is unable to be determined conclusively with the information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced a posterior capsule tear due to fogging and dirty microscope optics. The capsule could not be visualized during the phacoemulsification portion of the combined cataract and retinal procedure. Additional medical or surgical intervention was not required for this patient. The case was completed after exchanging the microscope. Additional information was requested and received.